Event description:
A report was received that the patient was having pain and skin infection at the ipg site. The patient was prescribed medications for pain and antibiotics for infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's pain and infection were not device related. The patient underwent an explant procedure and was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having pain and skin infection at the ipg site. The patient was prescribed medications for pain and antibiotics for infection. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having pain and skin infection at the ipg site. The patient was prescribed medications for pain and antibiotics for infection. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was having pain and skin infection at the ipg site. The patient was prescribed medications for pain and antibiotics for infection. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that infection has been cleared out and the patient was doing well.

Manufacturer narrative:
Additional information was received that the physician believed that infection was not procedure related.